Manufacturer narrative:
Citation: feistritzer et al. Peri-interventional anesthesia strategies for transcatheter aortic valve implantation: a multicenter, randomized, controlled, noninferiority trial. Circulation. 2025 dec 2;152(22):1526-1537. Doi: 10.1161/circulationaha.125.076557. Epub 2025 aug 29. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding peri-interventional anesthesia strategies for transcatheter aortic valve implantation (tavi). The study population included 752 patients who were predominantly female with a mean age of 83 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included evolut pro or evolut pro+ or evolut fx bioprosthetic transcatheter valves. One valve-related death occurred within the study population. No further details were provided on this death. Other deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: major bleeding and vascular complications, infection requiring antibiotic therapy, stroke, severe cardiac structural complication, acute kidney injury, and severe paravalvular leak. No further information was provided pertaining to medtronic products.